Event description:
In (B)(4) 2012, I had the essure procedure done which the doctor informed me that I cannot get pregnant but six months later here I am pregnant again and my life has been in utter pain ever since, abdomen pain, headaches, stomach pain, can not move; sometimes had to be hospitalized for four days but doctor could not tell me anything due to me being pregnant. I really feel that this situation needs to be handle because I am not the only one in this situation obviously. Major corporations are not telling pts the serious side effects of this procedure and it's very misleading. Please take it off the market before death becomes a factor. Thank you.